Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant of a bi-ventricular device, the left ventricular lead failed to capture at any acceptable outpit in multiple branches tried. The lead was removed and a dual chambered device was used instead. The patient was stable.